Event description:
It was reported that multiple intermittent cartridge alarm occurred during the load sequence. Customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer required assistance from school nurse to administer a manual injection to address elevated bg.